Manufacturer narrative:
Additional information was added to d4 expiration date, h3, h4, h6, and h10: h4: the lot was manufactured between january 18, 2023 ¿ january 23, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo sample was performed, and a broken syringe tip (not a baxter product) was stuck inside the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the syringe was broken and stuck inside the fill port of a large volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.